Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro unit would not shut off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning. The lot number and event date are unknown, but the incident occurred some time in (B)(6) 2011.